Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm or missing segments noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or prime/fill anomaly noted. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had discoloration and blotches on the screen, blurry haze on the screen, had rejected new batteries, had unexplained random no delivery alarms, insulin was squirting out when priming, clock was loosing time and the back light was not as bright. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.